Event description:
It was reported that this implantable pacemaker longevity dropped from 9 years to 5 years in a span of a year. Also, this device had recorded pacemaker mediated tachycardia (pmt) episodes. Boston scientific technical services (ts) discussed that high right ventricular (rv) output was suspected which is impacting the time remaining. A request was made to have data from this device analyzed. This device remains in service. No adverse patient effects were reported.